Event description:
It was reported that the pump touch screen was on, but the display remained black. There was no reported impact on the caller's blood glucose level. The customer reverted to an alternate method insulin therapy.